Manufacturer narrative:
(B)(4).

Event description:
A pump alarm was heard. Telemetry confirmed a critical alarm was occurring. The alarm was due to a pump memory error. The pump logs noted pump in safe state/reset on (B)(6) 2011. The patient had not been near any sources of emi or undergone an MRI. No reprogramming had been done on the date of the memory error. The physician tried to reprogram the pump to the original settings, but the pump would not update. A pump replacement was planned. The patient was not experiencing any return of symptoms at the time of the report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.